Event description:
Hospital reported that the smartsite valve cracked and broke apart. The valve is used on a PICC line. There was no patient harm or medical intervention required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with evaluation results should the device be received.